Manufacturer narrative:
Conclusions: the suspect device was not returned to merit for eval. However, 42 unused devices from the same lot as the suspect device were returned and will be evaluated. A f/u report will be submitted when the investigation is complete.

Event description:
During an angiogram, the complainant reported that when they drew back from the saline, air came into the control syringe. There was no harm or injury to the pt.